Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from their implantable cardioverter defibrillator (ICD) and went to the ER ( emergency room). It was found that the ICD delivered inappropriate atp (anti-tachycardia pacing) therapy due to af (atrial fibrillation) with rvr (rapid ventricular response), where the ventricular rate during atrial arrhythmia was in the vf (ventricular fibrillation) zone. The ICD remains in use. No patient complications have been reported as a result of this event.